Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during passage, the catheter bent the guide wire, an episode that has already occurred with other devices from the brand." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time. Associated MDR includes: 9680794-2025-00635 and 9680794-2025-00623.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during passage, the catheter bent the guide wire, an episode that has already occurred with other devices from the brand." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time. Associated MDR includes: . And 9680794-2025-00623.